Event description:
Information was received that reported the patient was hospitalized in 2009 due to an incident of hyperglycemia. The reporter states the patient began experiencing elevated blood glucose on the morning of the day prior. Throughout the day, he began feeling continually worse. The patient began vomiting in the early morning hours of hospitalization. Upon admission at 8:30 am, his blood glucose was 855 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.